Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in logs, the "32114" error was found indicating "aurora communication link errors" on the usm axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where a relevant testing was passed within specification. Once testing was completed, the ¿rolling loop fiber¿ was further inspected and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there were repeating recoverable faults on the universal surgical manipulator 1. The faults continued after the procedure completion. The technical service engineer confirmed a related error 32097 in the system logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that during the reported issue they reseated the drapes and power cycled the system three times. The universal surgical manipulator 1 was not used during the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.